Event description:
This report was received from (B)(4) and is a spontaneous report by a baxter employed nurse from (B)(6) of a patient who did not wear a mask and bacterial peritonitis in a patient coincident with physioneal 40 unknown therapy for continuous ambulatory peritoneal dialysis (capd). At the time of this report, the dose of physioneal 40 unknown was reduced to 2 liters twice daily. On an unreported date, the patient did not wear a mask. On (B)(6) 2012, the patient experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis was due to the patient not wearing a mask. The patient was not hospitalized for the event. On (B)(6) 2012, the patient began remedial treatment with vancomycin and ceftazidime. The patient also began extraneal viaflex therapy two liters daily via capd on (B)(6) 2012. On (B)(6) 2012, the patient's antibiotics were changed to cefazolin. Vancomycin and ceftazidime were discontinued. The patient was recovering from the case of bacterial peritonitis. The outcome for the event of the patient did not wear a mask was not reported. Per the nurse, the bacterial peritonitis was unrelated to dianeal therapy. An opinion of causality for the patient did not wear a mask was not reported.

Manufacturer narrative:
(B)(4). The problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.